Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after inserting the adc device and lost consciousness upon seeing the blood. The customer further reported a skin reaction with symptoms of pain and swelling and received unspecified "first aid" from a third party for the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0067lzre8 was returned and investigated. Visual inspection was performed, and no issues were observed. Observed adhesive was not returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after inserting the adc device and lost consciousness upon seeing the blood. The customer further reported a skin reaction with symptoms of pain and swelling and received unspecified "first aid" from a third party for the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing bleeding after inserting the adc device and lost consciousness upon seeing the blood. The customer further reported a skin reaction with symptoms of pain and swelling and received unspecified "first aid" from a third party for the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The sharp has been investigated and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visually inspection was performed and observed damaged transition features. It is observed that the lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was properly seated. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.